Event description:
The connector of force sensor cable was broken inside, this resulted in seeg surgery abortion.

Manufacturer narrative:
The serial number of the force sensor interface is : (B)(6).

Event description:
The connector of force sensor cable was broken inside, this resulted in seeg surgery abortion.

Manufacturer narrative:
It was reported that the force sensor connector was damaged. A DHR review and a complaint history review was performed and did not identify any contributory factors to the event. Attempts to request for product return was performed to the distributor however the interface bloc was not returned for investigation therefore the root cause remains unknown.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The connector of force sensor cable was broken inside; this resulted in seeg surgery abortion.